Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01124.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target vessel using the microcatheter. The physician then advanced another ruby coil lp; however, the coil would not advance past the hub of the microcatheter. Therefore, the ruby coil lp was removed. The physician attempted to advance a new ruby coil lp; however, the same issue occurred and the ruby coil lp was therefore removed. The procedure was completed using additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 136.5 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and damage such as pusher assembly kinks may occur. During functional testing, the ruby coil lp was advanced through its introducer sheath and a demonstration microcatheter with initial resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock, the pusher assembly was fractured and the embolization coil was detached from the pusher assembly within the introducer sheath. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced during advancement and damage such as a pusher assembly kink a subsequent fracture may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01124.